Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that it was not clear to the cause of the event. The patient had worsening chronic lower back pain. The device was reprogrammed on (B)(6) 2016 and (B)(6) 2017. They also indicated that the patient had not reached or contacted the office in 2019.

Manufacturer narrative:
Correction in h6: patient code c50743 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins). The patient reported that her reason for calling was due to issues with the implant and the patient programmer. The patient first explained that the programmer was giving her trouble periodically. She reported that it seemed every month she has to change the programmer batteries out because the programmer did not work. The patient stated that she "finally got it to the point where the batteries were staying good." Patient confirmed she noticed this issue within the last year. Additionally, the patient reported that the interstim hasn't helped her with her symptoms like it did during the trial. She noted that due to this issue, she had to wear diapers and pads every single day because of "gushing". She also noted that the "gushing" was at one time under control. The patient confirmed that the issue first started when she had surgery to remove a cancerous growth back in 2015. Patient confirmed that the surgery and growth was unrelated to the ins implant and was a robotic surgery. The patient reported that the stimulation "seemed to be delivering a much stronger pulse then what she originally set it at." She stated that the pulse caused her terrible pain, to a point where she could barely sit down. She stated that the issue started in august, and she thought the problems were due to a skin reaction she had with the pads and diapers. She noted she was using "ointments and so forth." Furthermore, the patient stated she didn't know if it was related to the pulsing from the stimulation, and not a skin reaction, till she had a doctor look at her symptoms. The patient decreased stimulation on her own and reported feeling better. She also noted that about 3 weeks prior she started feeling pain that was not as bad as it was before. The patient reported she was unable to use the programmer because none of the buttons work. The patient indicated she noticed this issue a day pri or, and also noted the programmer will not power on. She stated that she had changed previously to another program, that helped her a little bit more. The patient noted that the programmer was available but did not currently power on when pressed the power key. It was reviewed with her recommended batteries for the programmer and she was going to call back for further assistance. During the call, the patient mentioned going to the ER because of a bad fall she had. She confirmed that the reason for falling was not caused by the implant. The patient called back, and she confirmed that the programmer powered on and was able to sync with the implant itself. The patient noted the implant was on, with stimulation at 1.25v and on program 1. Asked if the patient wanted to increase stimulation, the patient stated she did not because she felt stimulation "pretty good" at the moment, and if the stimulation became too much, it's like she has a "percolator" inside of her that causes her to be dizzy and unsteady. No further complications were reported or are anticipated.